Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient reported weeping skin with bubbles on the skin. There was no alleged device malfunction contributing to the irritation. The patient was issued larger garments. The patient applied dermina and then was prescribed uniderm from the physician. Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient reported weeping skin with bubbles on the skin. There was no alleged device malfunction contributing to the irritation. The patient was issued larger garments. The patient applied dermina and then was prescribed uniderm from the physician. Follow up indicated the irritation improved.